Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for an unrelated procedure. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted on (B)(6) 2015. There were no adverse consequences to the patient.